Event description:
The customer reported the system displayed an overload fault error message. This error may cause the system to shutdown uncommanded. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system cleaned and regreased the candlestick high voltage connector. The system operates as intended.